Manufacturer narrative:
One bivona® 8.0mm custom tts¿ tracheostomy tube was returned for investigation. Visual inspection found that the device cuff was cut/torn from the end of the device. Further inspection noted that there were tiny scratches next to the ripped cuff. The device cuff was removed and the wall thickness was measured. It was found that the cuff met the specification for wall thickness. Investigation was unable to determine the root cause of the tear in the device cuff.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a patient utilizing portex® bivona® custom tts¿ tracheostomy tube, experienced a torn cuff. The torn cuff occurred within two(2) days of device use. MFR report # 3012307300-2017-00022 is a related event.